Manufacturer narrative:
(B)(4).

Event description:
Customer reported a small leakage of insulin within the adapter. Customer stated that adapter seems bent and that it seemed to constrict the luer lock within it. Customer alleges that defective adapter caused small leakage of insulin. No adverse event reported. Requested return of the alleged device for evaluation.